Event description:
Ous MDR - after an implantation time of about 20 months, sensing loss was reported. The lead shows no changes in the x-ray images. Pacing threshold and impedance are unremarkable. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
During the analysis of the lead, it was noted that the insulation was damaged by friction. The observed damage manifestation requires stress on the lead over a longer period of time. The position and characteristics of the friction lead to the assumption of significant mechanical stress of the lead in the implanted state. X-ray images or diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. The deformations of the shock coil and the inner conductor helix are probably results of the explantation process. This inspection did not find any deviations from the technical specifications that could be related to the complained about sensing loss. There were no indications of material defects or manufacturing errors.